Manufacturer narrative:
Continuation of d10:  product ID 5076-52 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2022 product ID 6935m62 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on two occasions three months apart, the patient received therapy and collapsed with a head injury. It was noted that the physician suspected that the managed ventricular pacing (mvp) mode was causing non-conducted p-waves to initiate ventricular arrhythmias. The patient was hospitalized and started on amiodarone. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory had an observation relating to mode managed ventricular pacing (mvp). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.